Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the event and utilization of the liberty select cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency or a cycler set defect reported for this event. The pd effluent culture resulted with a gram-negative organism. Gram-negative results are indicative of touch contamination or a bowel source such as constipation. Based on the available information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A peritoneal dialysis (pd) patient contacted technical support (ts) and reported that they were experiencing drain problems during drain 1 of 4. The patient wanted assistance bypassing the drain and stated that the drain issues were due to an infection (unspecified). The ts representative informed the patient that the cycler would not allow them to bypass and advised them to follow up with their peritoneal dialysis registered nurse (pdrn) at their earliest convenience. Additional information was obtained from the patient¿s pdrn. The patient was diagnosed with peritonitis on (B)(6) 2020 (unknown signs and symptoms). A pd effluent culture was obtained at the pd clinic. The initial results were positive for gram-negative with no organism identified to date. The patient was initiated on antibiotics with intraperitoneal (ip) vancomycin and gentamycin (dose, frequency and duration unknown). The vancomycin has since been discontinued. The patient was not hospitalized for the event. The cause of the peritonitis was unknown; however, the patient did not remember a breach in aseptic technique and no cassette leak was reported. No further information was provided.